Event description:
The exhalation valve on this portable ventilator circuit was allowing volume loss, sometimes in excess of 100cc. The pt this occurred with is in a less monitored wing of the hosp. The leaking was not noted when circuit was initially out into use. Sometime after circuit change pt was noted to be in respiratory distress and was removed to this facilitie's ER until again stable. Reporter evaluated circuit, after pt was removed from system, and noted inconsistent leaking to be occurring. The reporter stated pt was returned to hosp room without any further complications.